Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-2324bcsp, 4.75 mm biocomposite swivelock® anchor, self punching with white/blue 1.3 mm suturetape, when this product was used as a lateral anchor, the bone structure appeared to be hard, causing the self-punching to fail and the anchor to break. This was detected during a shoulder arcr procedure on (B)(6) 2026. The procedure was completed successfully as after creating a pilot hole using a punch, a newly opened product was used. No significant surgery delay reported. No additional anesthesia administered to the patient.